Event description:
A malfunction with a tandem mobi cartridge alarm 35a was reported by the customer, which occurred during pumping. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer had not waited for the prompt from the tandem mobi mobile app before replacing the cartridge, which was identified as the cause of the alarm. Technical support educated the customer on the correct procedure and the customer successfully loaded a new cartridge, resolving the issue.